Event description:
It was reported that the devices were used during a laparoscopic ventral hernia repair. It was reported by the rep that the surgeon found the outer seals were leaking on the 35lst and the 511st trocar sleeves. The surgeon completed the case with new sleeves. There was no consequence to the pt.